Event description:
It was reported that during extraction of a competitor rv (right ventricular) lead, the atrial lead became damaged. The atrial lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0180 competitor implantable tachy lead, (B)(6) 2008. (B)(4).